Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reported the overheating happened once as noted but has not happened again. Patient reported they would see their pain management doctor if it happens again. Patient noted the issue was resolved as of 8/6/24 but they are limiting use of their device to avoid charging/overheating.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient reported they had not used the device for so long. Pt used the controller on the call. It said no device found. It also showed controller battery was to low. Reviewed to charge the controller and then charge the implant and go into MRI mode. Pt then reported the device had done them no good. They had got that thing in the back 4 times between dec and april before they got it right. Asked since when it was not working. Pt said it worked for a while. Pt did not provide the event date. Pt reported they lost weight and it pokes pt through the back. It overheats to the point where it almost burns their skin. It got that hot that pt had to jump up and pull everything off because pt felt on fire on their back. Pt said they definitely have a faulty equipment. The issue with poking and burning started probably back in the winter, around october. Pt hates to put it on their back to get to MRI mode.